Event description:
It was reported that high impedance was observed on a patient's device during a recent follow-up clinic visit. The high impedance had reportedly been previously identified. During the clinic visit, the patient reported that another person had kicked him in the area around the vns implant. The patient reported that his seizures had also worsened since that day. The patient underwent lead replacement surgery, resolving the high impedance. The explanted lead has not been received by the manufacturer to date. No additional relevant information has been received to date.

Event description:
The explanted lead was received by the manufacturer for product analysis, but analysis has not been approved to date. No additional relevant information has been received to date.

Event description:
Analysis was approved for the lead. The lead was returned in four portions. Setscrew marks observed on the connector pin provided evidence that proper contact existed between the setscrew and connector pin at some point. A lead break was identified in the positive coil microscopy identified pitting at the lead break location. No other anomalies were identified in the returned lead portions. No additional relevant information has been received to date.